Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported guidewire was received in its respective unopened pouch and box. Analysis did not reveal any anomalies with the hydrophilic coating. The guidewire was found to be conforming to all visual specifications. The guidewire hydrophilic coating was checked and found to be present. The portion of the polytetrafluoroethylene (ptfe) section from the guidewire was wrapped around a mandrel in a tight wind and close pitch. The wrapped ptfe section was inspected for anomalies. The ptfe coating showed no anomalies resulting from the test, indicating that the ptfe coating was adhered to the guidewire. The guidewires was kept hydrated as per directions for use (dfu) and advanced through a demonstration microcatheter without difficulties. The guidewire was attached to a torque device and one to one torque was checked, the torque was smooth. Because the reported issue could not be duplicated and because no anomalies were found that could have caused or contributed to the reported issue, the reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The customer reported that throughout a period of a month there were a total of 10 guidewires (no specific procedure details reported) that when the physician was loosening and tightening the torque device, the coating outer layer came off. There were no reported clinical consequences to patients. No further information is available.

Manufacturer narrative:
This is 4 of 10 reports filed for alleged coating peeling. The subject device is not available.

Event description:
The customer reported that throughout a period of a month, there were a total of 10 guidewires (no specific procedure details reported) that when the physician was loosening and tightening the torque device, the coating outer layer came off. There were no reported clinical consequences to patients. No further information is available.